Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, hole/perforated and fluid leak are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a break in the tubing at the connection point between the pump and tubing, and determined that the device contained no fluid. The device was explanted and replaced. There were no patient complications.